Event description:
It was initially reported by the physician that when he ran normal model diagnostics on the pt's device, he got high lead impedance warning. System diagnostics showed everything working within normal limits. Pt could feel stimulation and there have been no adverse events associated with stimulation. Good faith attempts are in progress to obtain add'l info.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.